Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) has bleeding pixels. Analysis also found the battery drawer, upper case, and lower case are broken. Side bail covers, ring cover, side bails, and ring bail are missing. (B)(4).